Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between december 2019 and december 2023. Putaro, c., giordanino, e., ganum, g., arevalo, f. S., favaloro, l., renedo, m., & favaloro, r. (2024). Cardiac recovery and improved outcomes during left ventricular assist device support: the first heart-mate 3 in argentina. The journal of heart and lung transplantation, 43(4), s526. Https://doi.org/10.1016/j.healun.2024.02.750. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿cardiac recovery and improved outcomes during left ventricular assist device support: the first heart-mate 3 in argentina¿ that the heartmate 3 may be associated with driveline associated infection and right heart failure. After a four-year follow-up, the 56-year-old woman, implanted in (B)(6) 2019, experienced an improvement in native ventricular function and quality of life with no major complications; however, the patient had 2 episodes of driveline associated infection. Additionally, due to aortic valve closure, episodes of right hf, and progressive improvement in ventricular function, pump flow was decreased, and diuretic treatment was adjusted. During follow-up there was a notable improvement in the patient¿s general condition. They initially required continuous inotropic support and is currently in nyha functional class I, with improvements in the six-minute walk test and the quality-of-life questionnaire and no hospitalizations for hf in the last four years.

Manufacturer narrative:
H2 - follow-up type. Correction. H6 - adverse event problem. Removed aortic stenosis code. D4 - additional device information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.